Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It is unknown if the device was operating correctly at the time of the patient's death.